Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail latch pin is broken. The technician replaced the side rail latch pin to resolve the issue.